Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: this patient with a carcinoma of the right mandible underwent hemimandibulectomy with a free flap of the fibula. Temporary stabilization of the occlusion was attempted with imf screws taking care of avoiding the dental roots. One 2.0 x 12 mm screw broke down during this procedure and was removed with pincers. The procedure continued and was completed with no further complications. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.